Event description:
The customer stated that he was hospitalized for diabetic ketoacidosis with blood glucose levels over 600 mg/dl. The customer stated that he woke up feeling thirsty that morning. The customer felt weak, thirsty and sleepy throughout the day until he was taken to the hospital. The customer stated that he removed the infusion set and the cannula was crimped. The customer was not feeling well enough to troubleshoot at the time of the call.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.